Event description:
Healthcare professional (hcp) reports one incident of fibers in the psn 210 dialyzer not filling with blood. It was reported that approx 1/4 of the fibers in the bundle did not appear to fill with blood near the venous end. It was additionally reported that tmp alarms sounded during treatment and clotting was observed during treatment. Hcp reports that minimal heparin is used on this pt during treatment and the dialyzer is rinsed every 15 mins with 100 cc of saline. No pt injury or medical intervention reported per hcp.